Event description:
It was reported that during a da vinci si cystocele repair procedure, the scissors on the monopolar curved scissors (mcs) instrument were dull. There were no missing or fallen pieces reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the customer reported failure mode. The instrument was installed on an is3000 in-house system found that the scissors cut cleanly through (B)(4) latex. The blades are not damaged. The instrument passed electrical continuity testing. Engineering evaluation also found that the printing on the tube extension was scraped off. Engineering has concluded that the damage was likely due to mishandling. Late submission of this report was due to a reporting oversight by the responsible complaint handler.